Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that during intraocular lens implantation surgery haptic was torn while implantation. In the surgeon's opinion, the iol could be the reason of the event, surgeon cut the iol and explained it during initial procedure. The surgery was completed successfully on the same day with another iol. Current patient condition was satisfactory.